Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip that was completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip show damage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was observed to have a broken tip. There was no reported injury.